Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized, and caller noted visible damage to silver usb port while confirming that charging cable, wall adapter, and outlet all worked. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.